Manufacturer narrative:
.

Event description:
Additional information reported the date of lead replacement was (B)(6) 2013. It was further reported that the patient is doing well post-operatively and their stimulation is effective. It was noted that the results from the x-ray the patient received were unknown.

Event description:
It was reported that there was a high impedance issue. It was noted that a replacement was required as a result of the event. Diagnostic/troubleshooting performed included impedance testing, x-rays and reprogramming. The cause of the issue was unknown and it was unknown if the issue resolved. It was noted that stimulation occasionally shut off based on head placement. Impedances were out of range. X-rays were ordered. A replacement of the leads was planned. Patient had a history of falls. Lead/extension break/fracture was suspected but not definitive. Patient was alive with no injury. No patient symptoms were reported. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 399930 lot# v038923, implanted: 2007 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 37713, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37713, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).